Manufacturer narrative:
(B)(4). The customer reported problem of failure code f38 was confirmed in the sample evaluation. The reported problem was caused by damaged tube misloading sensors. The tube misloading sensors were replaced to resolve the problem.

Event description:
It was reported to baxter healthcare that a flo-gard pump displayed error message f38.= process step was not specified. There was no patient involved, no medical injury or adverse event reported. Additional information is unavailable.